Event description:
The customer contact reported a death while the device was in use. On an unspecified date and time the pump was programmed to deliver morphine with an unspecified concentration. No programming parameters were provided. After an unspecified length of time, a nurse entered the pt's room and noted the pt was unresponsive. The pt was treated with oxygen therapy, manually ventilated and cardiopulmonary resuscitation was performed. The customer contact reported resuscitation attempts were unsuccessful and the pt expired. The pump was removed from clinical service and sent to the biomedical department. It was reported, during testing at the user facility, by a third party biomedical company "the pump checked out according to MFR specification and worked appropriately." The customer contact stated, "the pump was tested by the hosp biomed and a third party and found no indication that the pump contributed to the death." The autopsy results were not available.

Manufacturer narrative:
This supplemental report isbeing submitted in response to an FDA letter dated november 21, 2005. The customer contact stated the patient's death was determined to be, "accidental due to a combination of pills that were given." The device passed testing at the user facility and will not be returned to the manufacturer for further testing.